Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
During servicing of the machine, gehc service representative noted a failure affecting oxygen flow. There was no report of patient involvement.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The drive gas check valve, mixer, and flow control valve were replaced.